Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer confirmed the reported issue on-site. The standby valve was replaced and the compressor was returned to service after successful functional testing was completed. The returned standby valve was installed in a reference compressor and connected to a reference ventilator without wall air connected. The compressor delivered air normally without going into standby in a long term test. When wall air was connected, the standby valve put the compressor in standby as expected. The conclusion is that the standby valve was working as expected when tested in a reference compressor. Ocular and microscopic inspection showed moisture traces like corrosion and stains at the inside of the valve. Our conclusion is the valve failed due to the moisture. The most probable source of water into the compressor is moist air from the hospital's external compressor. According to the user´s manual of our ventilator the maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. No device logs has been received from the connected ventilator

Event description:
(B)(4).

Event description:
It was reported that during ventilation, the compressor went into standby mode. There was no patient harm. (B)(4).